Event description:
Customer alleged the chair just stops and says "goodbye" in jyst screen during use. Qt (B)(4). No injury alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model tdxsp-mcg, serial number/date code (B)(4) is approximately 2 years 2 months old. The owner's manual part number (B)(4) rev h (mar-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device states a new joystick was installed in (B)(6) 2012 . The dealer stated that the tdxsp-mcg power chair will allegedly stop on its own and the joystick will read "good-bye" on the screen. This is a replacement joystick that is causing the incident. Quote # (B)(4) has been issued for a replacement joystick. No injury alleged.